Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) gathered details from the customer regarding order/patient delays and discharged patients still appearing on stations. After remoting into the server, tss confirmed es processing was current, identified significant external system delays, and found signs of an incorrect host time zone configuration. Due to post-upgrade behavior and large volumes of discharged patients on the server, tss engaged the upgrade team and es 1.11 segmented team and provided findings and recommendations to the customer and it for further resolution. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient orders were not crossing, and patients were not discharging from the units. The customer reported that the server indicated critical interface issues. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.